Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. All records indicated that the product was manufactured according to all applicable procedures and met final product release criteria. No abnormalities were found. Based on the results of the investigation, it is presumed that the image did not appear due to unexpected stress was applied to the camera head, the cable and the video connector due to user handling, or due to the ccd unit failure, the cable disconnection and the video connector failure occurred due to the repair by the third party. As stated on the IFU (instruction for use) the user manual states: do not drop the camera head or allow it to strike other objects. Strong impacts could damage the electrical circuits inside the camera head. Never excessively bend, pull, twist, coil, squeeze, or crush the camera cable. Doing so could damage the camera cable olympus will continue to monitor complaints for this device.

Manufacturer narrative:
The device was returned to an olympus service center for evaluation and the customer¿s complaint was confirmed. It was observed that the equipment does not present an image due to the damage to the video cable and to the charge-coupled device (ccd) circuit. The device was returned unrepaired to the customer, per the customer¿s request. An olympus brazil CAPA has been opened to manage the actions related to remediation of this late MDR reporting.

Event description:
The user facility reported to olympus that the equipment has a broken cable. There was no harm or injury reported. The user facility identified the issue during maintenance.